Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instruction for use (IFU). The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
Incision increased to 2.75.

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, they had to reiterate to the scrub nurse the seven second count to advance the plunger to engage with the lens and also reiterated that it needs to go to fill line. On implantation, the surgeon noticed a scratch to the optic. The lens was loaded correctly with the ophthalmic viscoelastic device. There was also a slight mark on the optic/ haptic junction. The lens was implanted and the surgeon has asked to follow up on the patient on another date to see if the scratch impacts the patient's eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).